Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. During external visual inspection displayed thermal damage on main tube right next to the tips. Components adjacent to this thermal damage do not show damage. The probable root cause is a result due to inadvertent energy application from a monopolar instrument. As of the date of this report, the monopolar curved scissors instrument has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a prograsp forceps instrument had visible burn marks. This instrument is not a cautery instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted no arcing was observed. The non-energy instrument did not collide with an activated energy instrument during the procedure. No photographic images of the device(s) or a video recording of the procedure available for isi review.